Manufacturer narrative:
(B)(4). D10: unknown femoral; item#unknown; lot#unknown. Unknown tibial; item#unknown; lot#unknown. Unknown bearing; item#unknown; lot#unknown. This is a combined initial and final. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had manipulation under anesthesia one-month post-implantation due to pain and inflammation. Additionally, the patient underwent an arthroscopy/synovectomy six months post-implantation. Attempts to obtain additional information have been made; however, no further information is available at this time.